Event description:
Patient reported that they underwent total hip arthroplasty (B)(6) 2010. Subsequently, patient was revised (B)(6) 2013 due to alleged pain in the groin area, popping & clicking, swelling, inflamed tissue, and elevated metal ion level. Modular head component was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: 1. Material sensitivity reactions. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00879 / 00881).